Event description:
Per the clinic, the patient experienced a skin breakdown at the magnet site, resulting in the extrusion of the implant (specific date not reported). Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2024, for device repositioning and skin flap rotation. The implanted device remains.